Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate high voltage therapies due to atrial fibrillation with rapid ventricular response during an unrelated hospital visit. Upon device interrogation, varying capture threshold values were noted and the right ventricular lead was suspected to be dislodged. The physician indicated that the lead was functioning normally. The patient was stable throughout the event. The patient was treated medically and discharged.